Event description:
It was reported by the customer that on (B)(6) 2023 patients with long-term intravenous fluid needs are placed in the left upper limb vein with a peripherally cannulated central venous catheter kit and accessories, and the catheter is expected to remain in place for six months to one year. No abnormalities were observed until the completion of the infusion on (B)(6) 2024. (B)(6) 2024 10:50 when the nurse in charge was about to change the dressing of the patient, she found that only the needle-free connector and catheter decompression sleeve fixed with transparent dressing were stuck on the patient's skin, and the catheter was missing. Subsequent CT and dr examinations did not show a clear catheter indwelling image, and the catheter part was considered to have completely slipped out of the body. The intravenous therapy specialist nurse inspected the patient's extracorporeal remnants, the needle-free joint and the catheter decompression sleeve were tightly linked, the transparent dressing and butterfly tape were pasted and fixed on the decompression sleeve, and there was no break or residual catheter inside the decompression sleeve. In view of the fact that the patient has ended intravenous infusion on (B)(6) 2024, there is no intravenous infusion plan for the time being, and the doctor does not arrange for the indwelling central venous catheter again.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed and was determined to be use-related. One 4 fr groshong connector was returned for evaluation. One photo of the groshong connector was returned for evaluation. An initial visual observation showed use residues throughout the returned groshong connector. A needleless injection cap was returned attached to the connector. No catheter was visibly attached to the assembled connector during an initial visual observation. The returned photograph showed a groshong connector assembled without a catheter connected to the device. The connector in the photo was observed to be taped down by its attached needleless injection cap. The assembled groshong connector was disassembled to make further observations. A microscopic observation revealed a segment of the groshong catheter was attached to the metal cannula inside the proximal connector piece. The circumferentially aligned break in the groshong had a granular fracture surface. The groshong was observed to have circumferential compression marks just proximal of the break where the compression sleeve was attached to the catheter. Because the catheter was in place for a period of time before the failure, the characteristics of the break in the catheter appear to be caused by tensile forces, or pulling, of the catheter. The complaint of a break in the catheter is confirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that on (B)(6) 2023 patients with long-term intravenous fluid needs are placed in the left upper limb vein with a peripherally cannulated central venous catheter kit and accessories, and the catheter is expected to remain in place for six months to one year. No abnormalities were observed until the completion of the infusion on (B)(6) 2024. (B)(6) 2024 10:50 when the nurse in charge was about to change the dressing of the patient, she found that only the needle-free connector and catheter decompression sleeve fixed with transparent dressing were stuck on the patient's skin, and the catheter was missing. Subsequent CT and dr examinations did not show a clear catheter indwelling image, and the catheter part was considered to have completely slipped out of the body. The intravenous therapy specialist nurse inspected the patient's extracorporeal remnants, the needle-free joint and the catheter decompression sleeve were tightly linked, the transparent dressing and butterfly tape were pasted and fixed on the decompression sleeve, and there was no break or residual catheter inside the decompression sleeve. In view of the fact that the patient has ended intravenous infusion on (B)(6) 2024, there is no intravenous infusion plan for the time being, and the doctor does not arrange for the indwelling central venous catheter again.